Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation currently in process.

Event description:
Customer reports on (B)(6) 2009, protime 5.8 inr vs. 2.2 inr on unspecified lab instrument. No reported if user repeated protime test. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.